Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous right coronary artery that is 70% stenosed. The balance middleweight universal ii guide wire was advanced; however, resistance was met anatomy and once removed it was noted that the coating on wire noted to be peeled. Resistance during removal of the guide wire was noted with anatomy. A whisper guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire met resistance with the patient¿s moderately calcified, moderately tortuous, and 70% stenosed lesion during advancement and removal, resulting in the reported difficult to advance/remove. Additionally, it is likely that manipulation of the guide wire, when resistance was met, contribute to the reported peeled core; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.